Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article: incidence, timing, causes and predictors of early and late re-hospitalization in patients who underwent percutaneous mitral valve repair with the mitraclip system. No additional information was provided.

Manufacturer narrative:
D4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. The reported patient effect of death is related to procedural circumstances. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.